Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. All available information indicates that the system remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the physician was looking for a contacting material list. All available information indicates that the system remains in service. There were no additional adverse patient effects reported. Additional information indicated that this patient experienced a sero-sanguinous drainage from the implant site along with puffiness and rashes around upper torso approximately seven months after implant. The patient went to an allergy specialist; however, no further information could be obtained after that. Approximately two years later this ICD system was explanted due to patient death. The cause of death was not provided to boston scientific at this time. There was no additional adverse patient effects reported. This device was returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the physician was looking for a contacting material list. All available information indicates that the system remains in service. There were no additional adverse patient effects reported. Additional information indicated that this patient experienced a sero-sanguinous drainage from the implant site along with puffiness and rashes around upper torso approximately seven months after implant. The patient went to an allergy specialist; however, no further information could be obtained after that. Approximately two years later this ICD system was explanted due to patient death. The cause of death was not provided to boston scientific at this time. There was no additional adverse patient effects reported. This device was returned for analysis.

Manufacturer narrative:
After review, clarification was provided in description (b5) and coding regarding this patient's infection event.